Event description:
The manufacturer received information alleging a ventilator failed the device active exhalation verification test during final test. There is no allegation of harm or serious injury reported. No medical intervention was specified. The device has not been returned to the manufacturer service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.